Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The health care provider (hcp) reported that the patient was admitted to the hospital with an infection. The infection may be related to the patient¿s device. The patient had pain over the implantable neurostimulator (ins) and around the device. A CT scan was performed, but did not find anything and the patient ¿still had a white count.¿ the indications for use for this patient were urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.